Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: - the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. During the device evaluation, service observed image flickering. The scope connector contact pins were deformed, and the air/water supply connector was loose. There was a cut on switch #1. The angulation was low, and the right/left/up/down control knobs were loose and had play. There were deep dents on the distal end plastic cover. The objective lens and light guide lenses were chipped. The rubber adhesive on the c-cover and insertion tube were cracked. Scratches were observed on the insertion tube and boot, and on the light guide tube and boot. All labels were peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the image from the subject device was blurry. The issue occurred during an unspecified procedure. There was no patient or user injury reported due to the event. No further information was provided. The device was returned to an olympus service center for evaluation.